Event description:
Pt was experiencing a painful knee. The worn insert was revised.

Manufacturer narrative:
Additional informetion:evaluation can not be performed because the device was not returned. There is no evidence that the device failed to meet specifications.